Event description:
The customer reported that while the patient being infused the pump was showing the correct infused volume, but the volume of medication remains the same in the bag and the infusion set collapses. The patient had psychomotor agitation followed by bradycardia and desaturation requiring sedation in push and ventilation by manual resuscitator (ambu bag). The device was not sent for further evaluation. The device was not received for evaluation, a download of the device history log was sent for evaluation. The evaluation found that there were no errors that occurred in the history log on the event date. Further evaluation show that multiple occlusion alarms occurred before the event date and triggered a downstream occlusion alarm. These alarms need a user intervention to re-start the infusion. At restart, the pump executes a reverse of the volume that depends on the pressure limit which could explain the amount of volume in bag not decreasing. The device history log is not sufficient to conduct a complete analysis of the reported problem; therefore, a root cause could not be determined.